Manufacturer narrative:
The device was received by depuy synthes power tools. Reliability engineering evaluated the product, and confirmed the loose particulate for the returned product. If add'l info is received, a supplemental report will be submitted. (B)(4).

Event description:
Report received from (B)(6) stating that there was debris in the sterile packaging. The date of the event is unk. It is unk if the device was used in surgery or if there were any injuries. There was no add'l info provided.